Manufacturer narrative:
Additional information: d.9, h.3. Plant investigation: the actual device was returned to the manufacturer. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. Valve actuation test ¿ passed. System air leak test ¿ passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while technical services was reviewing the patient¿s treatment records following a report of from the patient¿s spouse that there was a large drain. A review of the patient¿s treatment records identified that the patient was overfilled during first cycle and drained 4597 ml of 2000 ml during drain 1. This drain volume is 229% of the fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the patient's pd nurse verified the fluid overfill event. The nurse said there was no harm, intervention or adverse event associated with the event. The patient was able to get a new cycler he next day and has been doing treatments since with no further issues. The cycler is available to return for investigation.

Manufacturer narrative:
Correction: h.6.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while technical services was reviewing the patient¿s treatment records following a report of from the patient¿s spouse that there was a large drain. A review of the patient¿s treatment records identified that the patient was overfilled during first cycle and drained 4597 ml of 2000 ml during drain 1. This drain volume is 229% of the fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the patient's pd nurse verified the fluid overfill event. The nurse said there was no harm, intervention or adverse event associated with the event. The patient was able to get a new cycler he next day and has been doing treatments since with no further issues. The cycler is available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while technical services was reviewing the patient¿s treatment records following a report of from the patient¿s spouse that there was a large drain. A review of the patient¿s treatment records identified that the patient was overfilled during first cycle and drained 4597 ml of 2000 ml during drain 1. This drain volume is 229% of the fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the patient's pd nurse verified the fluid overfill event. The nurse said there was no harm, intervention or adverse event associated with the event. The patient was able to get a new cycler he next day and has been doing treatments since with no further issues. The cycler is available to return for investigation.